Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 32-45 mg/dl and a diabetic seizure. An emergency medical technician (emt) were called and assisted the customer with a "quick drink," carbohydrates, and biscuits to address low bg. The cause of the low bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.